Event description:
It was reported by the customer that the pyxis medstation es system's drawer 2.2 was failed. The customer stated that this malfunction occurred while issuing medication to the patient and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 2.2 failed to be detected by the bus alone with all pockets. A field service engineer resolved the issue by reseating all the cables. The system functioned as intended after the field service engineer troubleshooted the device.